Event description:
It was reported the pt's lead exhibited invalid impedance readings. The physician explanted and replaced the lead with two different model leads.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.